Manufacturer narrative:
Product not returned.

Event description:
It was reported that during explant procedure due to unrelated issues, electrocautery was used and the pulse generator exhibited backup vvi operation. The device was explanted. The patient was in stable condition.

Manufacturer narrative:
Correctional information: expiration date.